Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2019 with blood glucose level 380 mg/dl. The customer alleged that the insulin pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with a bolus, intravenous fluids, insulin and antibiotic. The customer also reported other events such as nausea, vomiting, abdominal pain, thirsty and difficulty in breathing. The customer reported insulin exited at the quick release. The customer reported that the auto mode feature was not active during the reported event. The insulin pump will not be returned for analysis.